Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "check wast line, and found header detached from disk" on an orthopat device.

Manufacturer narrative:
The device was not returned for evaluation. A follow-up report will be sent when the device has been returned and evaluated. (B)(4).